Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion in the mid lad. The device was inspected with no issues noted. Negative prep was not performed. The lesion was predilated. The device did not pass through a previously deployed stent. Resistance was not encountered and excessive force was not used. It was reported that stent dislodgment occurred during delivery to the lesion. The stent was found in the guide and was removed from the patient. The patient is alive with no injury.